Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery gauge was noted to be inaccurate. When plugged into a power source to be charged, the gauge displayed 45%. However, 30 minutes later, the gauge displayed 5%. At the time of the report, the battery gauge increased to 10%. There was no impact to the customer's blood glucose level. It was confirmed that the customer had manual injections available for backup insulin therapy and the customer indicated that they would contact their healthcare provider to obtain long acting insulin.